Event description:
Allegedly the drill bits failed/broke.

Manufacturer narrative:
The broken drill has been checked by the supplier in detail. No deviation has been identified from the specification. The supplier assumes that the drill collided with something made of metal during surgery which could be the drill guide or another implant that has been implanted before. Unfortunately the distributor (B)(4) did not provide any info.